Manufacturer narrative:
Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Additionally, nine (9) tears were observed on the anterior view, tear a measuring 1.4 cm, tear b measuring 0.4 cm and tear c, d, e, f, g, h, I measuring less than 0.1 cm. Microscopic examination in the edges of all tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 375 cc and experienced rupture and capsular contracture baker grade iii on the left side post-operatively. As a result, the patient underwent removal on (B)(6) 2020 and was replaced with a mentor memorygel breast implant 375 cc.

Manufacturer narrative:
On jul 28 2020, additional information was received indicating the explantation date was jun 17 2020. Manufacturer¿s reference number: (B)(4).